Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08715 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 460 mg/dl at the time of the incident and other value was 519 mg/dl. Customer was treated with bolus. Customer had alleged that the insulin pump was under delivering. Customer also reported leak on the reservoir. Customer was using auto mode. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not and reservoir will be returned for analysis.